Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose of 175 mg/dl. Reportedly, the customer alleged the pump software delivered an automatic bolus when it shouldn't have. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.